Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, th heartstring iii failed to load properly as the seal remained in the loading device upon removal of the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, the seal, and the anchor tab were located inside of the loading device body. The green slide lock was locked and the white plunger was not depressed on th delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).